Event description:
User reported the device started to "wobble" and then whisked her around in a violent manner. User reports, she spun around three times with the impression that speed increased as the device spun. User reports she was holding on to the handrim/spider assembly when event occurred and was trying to reach the power switch. User's husband powered off the device. User reports that she "wrenched" her arms while trying to stop the device from moving and now has a splint on her hands. User did not seek medical attention. While no serious injury was reported as a result of this event, if this event were to recur, there is a potential to cause serious injury to the user. This report corresponds to independence technology complaint.

Manufacturer narrative:
The cause of the event is not yet known/understood. The device is being returned for evaluation. Service will evaluate the device once received and further information will be available at that time. The results of this evaluation will be forwarded to the complaint handling unit (chu) for inclusion in complaint records per standard operation procedure.